Event description:
Customer reports to have an emergency room on (B)(6) 2015 with blood glucose of 730 mg/dl. Customer was in emergency room due to renal failure. Customer reports that insulin pump was not working. It was advised that troubleshooting would be completed when customer was available. Customer reported that he had a bent cannula. Customer declined troubleshooting for bent cannula as customer wanted to speak with healthcare professional first. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.